Event description:
Device 2 of 2. Reference manufacture report: 1627487-2010-3866. The pt rec'd her scs system, including an ipg and surgical lead, on (B)(6) 2008. It was reported that the pt had recently moved to a skilled nursing facility. She developed an infection, and the pt's husband reported that the facility was considering amputation of the pt's toes due to the infection. The cause and location of the infection was undetermined. The pt's husband reported that the pt was still implanted with the system but stimulation was off. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.